Event description:
A prolieve thermodilation kit was used in a procedure in 2008. (Patient age and weight unknown.) It was reported to boston scientific that the male patient of unspecified age experienced the anticipated symptoms on the day of his prolieve treatment for bph:rectal burning, termed mild, commenced and resolved the same day, no treatment providedurethral burning, termed mild, commenced, resolution pending, no treatment provided. This male patient of unspecified age experienced the anticipated symptoms one week following his prolieve treatment for bph: urethral bleeding, termed mild, commenced and resolved a week later. No treatment was required. The prolieve procedure was successfully completed. Rectal burning resolved on original date, urethral burning resolution is pending. The patient continues in 5 year follow-up.

Manufacturer narrative:
(For use when the device problem is not known). Conclusions: other (resolved without treatment). Since no product was received and the product was disposed of, no root cause could be determined and complaint failure could not be identified. Per the event description, the rectal burning was termed mild, required no treatment, and was resolved the same day it presented. The urethral burning was termed mild, no treatment was provided, and resolution is still pending. Both of the events above are listed as anticipated adverse events in the user manual. A review of the device history record could not be performed since the lot number is unknown.